Event description:
It was reported that an infusor leaked at the filling port during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation; however, a photograph was provided by the customer. The inspection of the photograph did not result in any identification of the malfunction. Should additional relevant information become available, a supplemental report will be submitted.